Manufacturer narrative:
Submit date: 02/16/2017. The device history record review was completed and no discrepancies that may have contributed to the reported issue were noted. One sample was returned for analysis and an investigation was performed. A visual inspection was performed and the reported condition was confirmed; the dilator tip was damaged. The most probable root cause of this issue is due to porosity of the material used to manufacture the dilator of the unit. This portion of the unit is sourced from a supplier, so a scar was implemented to investigate and address this issue. In addition, in-process controls are in place to prevent nonconforming product from leaving manufacturing operations.

Manufacturer narrative:
Submit date: 11/8/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports while inside the patient, the dilatator tip is broken. The defect was noticed during op on the (B)(6) 2016. There were no consequences for the patient. An x-ray with contrast media was performed. The current condition of the patient is well. The device was removed and replaced with a new set.